Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had insulin flow blocked alarm. The blood glucose was above 200 mg/dl at the time of the incident. The customer got insulin flow block and has rewound the pump 3 times this morning. Customer also getting insulin pump error. The patient has tried different cannula lengths. Customer stated that they have tried all remedies. Customer treated high blood glucose with breakfast and current blood glucose was 210 mg/dl. Customer advised to replace the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarms were noted. Unit received with minor scratched display window, case and keypad overlay.